Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 1056t-75 st jude lead, implanted: (B)(6) 2006; 1488t46 pacesetter lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to endocarditis, lead vegetations, and severe sepsis. It was also reported that the patient was treated with antibiotics and the device system was later replaced. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.